Manufacturer narrative:
Product complaint # (B)(4). Date of event: unk. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? => no further information is available. Was there a gynecological procedure performed at the same time? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The surgeon fired at 2/3 of the gap setting scale. We don't know above or below 2/3 of the scale, but the procedure was following IFU. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. No further information is available. Was a complete transection of the white breakaway washer visually confirmed? => yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. => no further information is available. Was a leak test performed? If so, what type and what was the result? => no further information is available. Was the staple line visualized endoscopically during the initial surgical procedure? => no further information is available. How many days postoperative did the leak occur? No further information is available. How was the leak identified? No further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? No further information is available. How was the leak addressed? It was just conservative treatment by observation. Was the patient¿s hospital stay extended? Yes. What is the current status of the patient? The patient was discharged.

Event description:
It was that after an open low anterior resection with gynecology surgeon, minor leakage occurred. The device was used on the colon and the rectum. Fistula was found, but it was not expanded. Therefore, the patient is being followed-up. Additional information was provided that the patient had conservative treatment by observation since the leakage was confirmed. The patient was discharged. The patient¿s comment: the leakage was caused from the intraperitoneal drain.